Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed and no exception documents were found.

Event description:
The account alleges that during a percutaneous kidney biopsy procedure, the biopsy needle detached from the handle within the patient's kidney. A small dermatotomy was made for biopsy needle insertion. Under imaging, the biopsy needle was advanced to the patient's kidney. While attempting to acquire a second biopsy sample, the needle detached from the handle of the biopsy device. The patient was transferred to an or suite for successful retrieval.